Event description:
The device was removed due to a "tubing fracture". As reported to co the entire device was removed and replaced with a mentor 2-piece inflatable penile prosthesis. 12/09/97 - upon receipt of addl info provided by the physician/surgeon, he stated..."the device stopped working. It was observed at the time of the surgery that the tubing was broken at the time connector site, where a leakage site was noted."